Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of an unknown level. The customer treated with a glucagon injection and food. Customer indicated that their doctor has been contacted and their blood glucose value was 405 mg/dl at the time of the call. Troubleshooting was performed and customer indicated that the pump was over delivering insulin based on the pump bolus history. The customer was advised that the device would be replaced. No further details given.